Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient started that they was their oncologist who gave them a steroid. No further complications were noted or anticipated

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va198yw, implanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor its was reported that patient right leg suddenly started hurting all the way down and patient device is on the right side. Patient also confirmed with pats that they thought their lead might have migrated. Patient also reported pain at the implant side. No further complications were noted or anticipated.